Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an air in line error and the rubber on the bottom was bubbled. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log indicated "cannot start pump" alarms when attempting to start delivery. Functional testing was performed and found the air in line sensor was faulty and the dso sensor was contaminated. The dso seal, dso sensor, and air detector were all replaced.